Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power on) was evaluated. Upon investigation the battery charger/modem was able to power on but was unable to recognize and charge a battery pack. The cause for the failure was a shorted d2 diode and a shorted u13 cmos flash microcontroller on the bedside pca. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a battery charger was unable to power on.